Event description:
On (B)(4) 2013, synergeyes received a complaint that a patient had a corneal abrasion. Patient was seen by the practitioner on (B)(6) 2013 for pain and redness od. Onset a few days prior. It was determined that he developed an abrasion from the clearkone lens. Patient was treated with tobradex and the abrasion received. Spoke with doctor. Told him we believe patient mixed lenses and wore the ck20s-0900. Since a ck45s-1650 is the correct-fit lens for this eye, it is likely that abrasion is due to patient wearing wrong lens. Lens we received verified to be have 200 vault and -9.00 d event though it was in a vial labeled as ck45s-1650. Doctor said he returned lens 200 vault lens because of a tear in lens (cause of tear not known) and the tear caused abrasion which was treated with tobradex. Told him we can't verify tear as qc noted no defects. It is possible that patient did mix up lenses but that cannot be verified. Od believes that cause of abrasion is a torn lens due to an unknown cause, and we cannot ascertain exactly what happened here, so MDR filed.